Event description:
Two incidents of transfer sets with broken clamps. The first occurred after one week of use and the second incident occurred after two months of use. Noted during use. No pt injury or medical intervention was reported per baxter affiliate.